Event description:
It was reported that approximately one and a half years ago a pocket fill occurred at a refill. The health care provider (hcp) noticed the pocket fill right away in the clinic. It was unclear as to how much drug was pushed into the pump pocket. The hcp withdrew ¿quite a bit of the drug¿ from the pocket. The patient was taken by ambulance to the hospital to which the patient was admitted to the intensive care unit (ICU) immediately. Within 30 minutes, the patient felt really weak and he drifted into a stupor. In the ambulance, he became unarousable. The reporter believed the biggest problem was from the baclofen to which ¿that¿s what made him so sick.¿ the hcp still managed the patient¿s pump. This device system delivered bupivacaine, baclofen, and morphine. The patient was also taking oxycodone, lithium, keppra, venlafaxine, nexium and celebrex at the time of the event. Further information from the hcp indicated the patient was seen on (B)(6) 2011 for a progress check to which the medications were noted to be morphine 20 milligrams per milliliter (mg/ml), baclofen 300 microgram (mcg)/ml, and bupivacaine 10 mg/ml; deliver 4.1 mg and baclofen 61.25 mcg and bupivacaine 2 mg/day. No changes in the opioids were made and no changes in his intrathecal pump therapy. The patient appeared to be stable and compliant with these. The alarm date was (B)(6) 2011 and the patient was to return to the clinic on (B)(6) 2011 for a refill. Further notes indicated that an accidental overdose occurred on (B)(6) 2011. The patient was given 200 milligrams of morphine and 4 grams of baclofen into his pouch around his chronic pain pump and 30-40 ml of ¿replace were able to be aspirated.¿ although it was reported that it was unclear exactly how much the patient received. It was further reported that of the 40 ml, 30 ml were able to be withdrawn; partial pocket fill. The patient started to have behavior abnormalities, stopped acting normally, in the pain clinic. On arrival, the patient was sleepy and had ataxic and spastic disorder. He was dizzy, lethargic, had markedly decreased mental status developed acute respiratory failure with apneic periods going over 40 seconds and was treated with mask and bi-level positive airway pressure (bipap). He also received narcan which helped him do a little bit better. He continued with periods of somnolence and sleepiness and required intermittent positive pressure ventilation via mask. He gradually woke up and did much better. He was continued on his keppra and showed no evidence of seizures and no hypoglycemia. Slowly he improved, recovered without permanent impairment, returned to his normal state, and was discharged home on (B)(6) 2011. There were no complications. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709sc, lot# n179652014, implanted: (B)(6) 2009, product type: catheter. (B)(4).